Event description:
It was reported from the service report that the bed scale was not accurate. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Load cell.